Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 in the morning for high blood glucose levels of 534 mg/dl. They were managed to treat their blood glucose levels down to 225 mg/dl. The customer felt symptoms of vomiting and stomach pains. The customer treated their blood glucose levels with manual injections. The customer was assisted with troubleshooting the no delivery alarm and the issue was resolved with a set change.